Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while filling the tubing of a cleo® 90 infusion set, after 30 units the patient had no drops of insulin visible. The patient's blood glucose levels were 136mg/dl at the time of the event. The patient attached a new set of tubing and filled the tubing until drops of insulin were visible. No permanent injury was reported.

Manufacturer narrative:
Reported incident is a malfunction reportable event and not a serious injury - serious (important medical event).